Event description:
A pt reported blood glucose results of 205, 124, 119 and 112 mg/dl with a lifescan meter, performed within 10 mins. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Note: customer stated that they do not wash their hands prior to testing.